Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd), the tome was reportedly not orienting properly, when it came out of the scope. The procedure was completed with the use of another similar device. The pt is reported to be in stable condition.

Manufacturer narrative:
Due to device disposal, lot number, manufacturer and expiration date cannot be determined. A review of the device history record (DHR) could not be performed since the lot number was not provided in the complaint. Product analysis could not be performed, due to the device not being returned, as the device has been disposed of. Based on the eval of other devices that have been returned with the same issue (cannulating orientation), the root cause of the broken cutting wire could be due to user handling, device design or manufacturing/packaging. Without evaluating the complaint product the specific root cause of this complaint can not be determined. So the root cause is classified as undeterminable.